Manufacturer narrative:
(B)(4). Instead of the device and the reported clot, a photo of the "clot" was furnished for investigation. Observation of the photo suggested that the item might be the ptfe coating over the shaft, which was scraped off to a thread-like shape by an inserter tool or other edged device during the use. Lot history review could not be conducted due to no lot information available. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. Based on the information reviewed, there is no indication of a product deficiency. It is inferred that metallic insertion tool over the guidewire was held with angle against the guidewire and that the guidewire manipulation was performed, resulting the scraping damage of the ptfe coating due to the scratching force exceeding the product design limit. IFU describes in its warning section; never use metallic needles or metallic sheaths for insertion and withdrawal of guidewire. Otherwise, the surface of guidewire may be damaged significantly.

Event description:
Reportedly, during use of the subject guidewire for rca and pd, a clot was observed inside the stopcock , so that the clot was removed out from the stopcock. Procedure completed without any issues / problems. No patient related issues observed with regards to this event.